Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she had a skin irritation outside of the edges of the tegaderm, which was suggested to be used to solve adhesive issues. She reported that she spoke to an endocrinologist who advised her to stop use of the tegaderm. At the time of the call to dexcom technical support, the patient reported being in fine condition.